Manufacturer narrative:
The vascu-guard patch was implanted in the patient. A small piece trimmed from the edge of the patch prior to implant was returned to synovis for evaluation. However, the returned piece of tissue was too small to perform formal functional testing on it. Un-aided visual inspection showed the tissue tag to be unremarkable. According to the device history record, the device met specification at the time of manufacture.

Event description:
On (B)(6) 2010, a female patient underwent a left carotid endarterectomy procedure involving a vascu-guard patch. Intraoperatively, after the patch was sewn into place with an unspecified suture, the physician noted that the vascu-guard patch appeared to be leaking and began to "disintegrate/shred" around the patch edges and middle. The physician oversewed the edges with a "finer" suture and applied surgicel in order to stop the bleeding. The device was not removed or replaced with any other device. The patient's current status is unknown.